Event description:
Foreign matter like hair was noted in the package before use. Another product was used to complete the case. (B)(4).

Manufacturer narrative:
(B)(4). Upon completion of the investigation it was noted that foreign matter was found in the outer packaging. The foreign matter is believed to be a hair. The packaging process was reviewed. All packaging operators are required to follow the gowning procedure in the packaging room. The exact root cause could not be determined. One potential root cause is the foreign matter may have come from the vendor purchased component, hidden within a fold. Another potential root cause is the foreign matter may have come from the (B)(4) roll used to seal the outer package. The product complaint was reviewed with all packaging operators. Based on the investigation this complaint is considered closed. Trends will be monitored for this and similar events.